Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Initial reporter phone number: (B)(6) the directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had become inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.